Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the batteries were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when unplugged from the mobile view station (mvs) the image acquisition system (ias) motion batteries drain noticeably quicker than they used to. No patient was present at the time of the event.